Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# unknown, product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection at the site of the lead component of their implantable neurostimulator (ins). Patient symptoms included infection (unknown type), drainage/incisional wound opening, fever, pain, redness, and swelling all at the lead location site. It was unknown if cultures were taken of the site. The patient was admitted to the hospital and a surgical wound exploration procedure was performed. Treatment with IV antibiotics was also reported. There were no alleged product issues noted in the event. The patient was released from the hospital on (B)(6) 2015 and their ins system remained implanted. The patient was seen on (B)(6) 2015 for a post-op visit where they had the sutures removed and it was reported that the patient was doing well. It was also noted that there was fluid in the ins pocket. The patient was going to keep the stimulation off to help keep the ins battery charged until the swelling went down. The patient was to be seen in 3 weeks but was also to be educated via phone when they could start charging again. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient had an appointment for reprogramming, but missed it. The patient had no further problems and the swelling had gone down per the patient.